Event description:
The customer reported to olympus, the evis exera iii xenon light source auxiliary lamp has failed twice, the connector is sulfated, and it was asked to change the sensor preventively. The issue has already happened before / after cleaning and changing the lamp as per the customer. The issue was found during the beginning of two diagnostic colonoscopies, the procedures were completed with the same device, and without delay (the devices were turned off and on). The patient was sedated with propofol, and there were no reports of patient harm. Related patient identifiers: procedure 1 ¿ (B)(6). Procedure 2 - (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light was poor due to the expired life expectancy of the lamp, and the connector was deteriorated / water was leaking from the output connector due to damage to the pump. The front panel of the device was cracked in multiple places. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the first suggested event could not be concluded, although it can be presumed that the defect was caused due to the life of the lamp expiring. And the root cause of the second suggested event could not be concluded, although it can be presumed that the defect was caused because the pump case was damaged. Olympus will continue to monitor field performance for this device.